Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high accutni results that were above the ami cut-off for two patients generated by the access 2 immunoassay system. Subsequent testing produced results that were within the normal reference range for both patients. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to this event.

Manufacturer narrative:
The accutni samples were collected in lihep plasma tubes with a gel separator. Accutni qc has been within the customer's established ranges. A field service engineer (fse) was dispatched, on (B)(4) 2010, for this event. The fse found that the stator on the precision valve would stick if the system went unused for a period of time. Fse did not note any hardware issues that would have contributed to this event.